Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and precision xtra meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the adc blood glucose meter. A customer reported observing "icons on the screen without having pressed anything" and obtaining glucose values without test strip insertion. The customer experienced symptoms of dizziness, nausea, and had contact with a healthcare professional who administered insulin (dose/type unknown) and "physiological serum" as treatment. There was no report of death or permanent injury associated with this event.